Event description:
Customer has a small analyzer leak over a two day period. She states there is liquid dripping out of the back of the analyzer. They keep wiping it up with paper towels while leaving some paper towels to catch the leak. The leak is on the floor and in a walkway behind the analyzer. Customer states, no one has been hurt by the leak and no patient results have been affected.

Manufacturer narrative:
The field service rep determined a blocked wash station was the cause of the leak. He cleaned the wash station drain and performed mechanism check over one hour period with no leaks.